Manufacturer narrative:
To date, this medical device remains actively implanted. If new information becomes available, this report will be further evaluated and updated.

Event description:
Boston scientific received information that this implantable pacemaker patient had not been followed up with for over a year. The device was past end of life (eol). The patient was noted and having a medical condition that prevented placing EKG pads on the patient to check the patient's rate. The patient was also noted as having a staph infection in her blood. The patient is only 70% paced and did not appear to be completely therapy dependent.